Event description:
Hospitalization for dka. It was stated that pt was found on the floor with pump disconnected from body. Also, the customer conveyed that had been vomiting prior to passing out. The customer has the flu. Additionally, the customer said that the pump's programming was accurate. At the time of the call, the customer declined to troubleshoot the pump. Will call back for further troubleshooting.